Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2024, the physician reported that while removing a small polyp that appeared to be calcified. A piece of the cutting blade broke and was floating around the cavity. The physician was able to remove the piece with graspers. Tissue was stuck in the cutting window so the device had to be opened to remove it and send it to pathology. No patient harm reported and procedure completed. No other information available.